Event description:
During evaluation of a returned homechoice (hc) device, it was determined that the hc machine failed the earth leakage current testing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was available for evaluation. A review of the event history log did not reveal anything that could have caused or contributed to the reported issue. The device failed functional and electrical testing. The device failed internal and external inspection due to fluid ingress. The device was unable to prime without alarming. The pump assembly did not activate for a test of the pneumatic system. It was determined that fluid ingress created an open circuit that prevented the pump assembly from activating. The cause of the issue was determined to be fluid ingress. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.